Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The physician noticed that the right ventricular (rv) pacing threshold was inconstant. The physician increased the rv output. The patient was stable. Details regarding the location of the event were not provided.